Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was returned for evaluation, however, the investigation was not complete at the time of this report. A follow-up report will be submitted with the investigation results.

Event description:
The complaint is reported as: the unit will alarm and then not power back on. The issue was detected prior to patient use.